Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. The reason for call was the patient rep stated that the patient has been experiencing a lot more bladder leakage for the last several months. The patient rep stated that they have not adjusted the stimulator since it was installed and they are trying to adjust it but the patient was not feeling any of the sensations that they did when they first had the device implanted. The patient rep mentioned that they went all the way up to 5.0 and it did nothing. Agent walked the patient through connecting to the implant and the patient was not able to find the programs. The patient confirmed that there were not any programs uploaded to the handset. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: 978b128, serial/lot# (B)(6), implanted: (B)(6) 2021, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that their stimulator helped them for 3 years but now it was not helping their symptoms, they were still urinating. The patient said they had been to the doctor and the doctor did a abdomen x-ray and told them the leads were not connected to the proper place, and they were proposing replacement of the stimulator. The patient asked about replacement cost, warranty info, and what caused the problem. Reviewed some interstim therapy, insurance information and activities, implanted component information and recommended patient continue working with their doctor/insurance company, insurance specialist at the healthcare provider (hcp) office, to further address the issue. The patient said they had no falls or traumas, no other medical tests or procedures. Offered and assisted patient to successfully synch with their ins and confirm therapy was on. The patient said they did not feel any stimulation sensation and did not wish to make any therapy adjustments and also confirmed they did not have any other programs to try and their smart programmer had never been replaced. Reviewed programs can be added by the doctor to potentially provide further options. The patient noted they were never instructed on any of the equipment and did not know what to do. They also noted they were thankful for the device, whatever is wrong.

Event description:
Additional information was received from the patient. They reported that caller stated that they scheduled an appointment with the hcp for today only to find out that they were scheduled with the wrong hcp. The caller stated that hcp has retired, and that the only person who knows how to manage the device is a nurse practitioner the caller stated that the office wanted them to go to atlanta , but the caller stated that the patient is ambulatory. The caller stated that the patient is experiencing bladder and bowel leakage. Pss sent an email to the caller with physician listings and emailed the rep to provide visibility on the patients situation.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.